Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to log in or use the cabinet and the screen displayed ¿device not detected on bus.¿ the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2 was non functional with no lights on the controller boards. A field service engineer (fse) replaced all controller boards in the drawer, configured the drawer in the application, and restored normal operation. The system functioned as intended after the field service engineer repaired the device.